Event description:
The physician has responded that the left vocal cord is completely paralyzed. That he is unsure of the cause of the paralysis that it could be vns. The cause of the dysphagia was not reported but noted that patient is no longer having symptoms. There are no further updates or planned further intervention as patient no longer has symptoms. No other relevant information has been received to date.

Event description:
It was reported that patient experienced dysphagia and painful stimulation following recent battery replacement surgery. The device settings were adjusted which resolved the painful stimulation and dysphagia. The patient then saw an ent who diagnosed patient with paralysis of vocal cord. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.